Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 443 mg/dl at the time of call. Customer stated that the insulin pump back arrow button was unresponsive. No significant event that could have led to keypad anomaly was observed. Customer stated that the insulin pump button started to work during troubleshooting. Customer also reported to have experienced a high blood glucose of 417 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.